Event description:
A user facility reports that an intraocular lens (iol) was damaged (haptic crimped) in the cartridge of the iol delivery system. There was no pt impact/injury associated with this event.